Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent hiatal hernia repair on (B)(6) 2017 whereby a gore® bio-a® tissue reinforcement was implanted. The complaint alleges that on (B)(6) 2017 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, chronic pain and hernia recurrence. Additional event specific information was not provided.

Manufacturer narrative:
Previous patient code 2240 was reported based on the original complaint and is no longer applicable per gore¿s investigation. D2: added common device name. D4: added lot #, catalog #, expiration date, di #. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. B7: added medical history. H6: conclusion code remains unchanged. H6: updated method and results code. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: paraesophageal hernia repair. Implant: gore® bio-a® tissue reinforcement [15995145/hh0710]. Implant date: (B)(6) 2017 [hospitalization dates unknown]. (B)(6) 2017: (B)(6) sanches. No other information. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® bio-a® tissue reinforcement instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use states, "the gore® bio-a® tissue reinforcement is a tailorable, bioabsorbable material comprised of synthetic bioabsorbable poly (glycolide: trimethylene carbonate) copolymer (pga:tmc). Degraded via a combination of hydrolytic and enzymatic pathways, the pga:tmc copolymer has been found to be both biocompatible and non-immunogenic. In vivo studies with this copolymer indicate the bioabsorption process should be complete by six to seven months.¿ therefore, this gore device would not be expected to contribute to infection and chronic pain, beyond this timeframe. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2017: [facility ni] [not indicated]. (B)(6), md. Anesthesia preop note. History of morbid obesity, fibromyalgia. Surgical history: c-section x2. Weight 116.9 kg. Asa 3. (B)(6) 2017: (B)(6) medical center. Esophagogastroduodenoscopy. [Procedure images]. Gastroesophageal junction, hiatus hernia esophagitis. 2nd portion of duodenum normal. Pre-pyloric stomach inflammation. Gastric body. (B)(6) 2017: [facility ni]. (B)(6), md. Anesthesia preop note. Weight 117.4 kg, bmi 47.03. Asa 3. Implant procedure #1: laparoscopic vertical sleeve gastrectomy. Laparoscopic paraesophageal hiatal hernia repair with bio-a absorbable mesh. Esophagogastroduodenoscopy. Implant: gore® bio-a® tissue reinforcement [hh0710/15995145]. Implant date: (B)(6) 2017; hospitalization on (B)(6) 2017. (B)(6) 2017: [facility ni]. (B)(6), do. Operative report. Preoperative diagnosis: morbid obesity and associated comorbid conditions. Hiatal hernia. Postoperative diagnosis: morbid obesity and associated comorbid conditions. Paraesophageal hiatal hernia. Surgeon: (B)(6), do. Assistant: (B)(6), csfa. Indications for the procedure: the patient is a 36-year-old female with a history of morbid obesity. The patient has undergone preoperative dietary counseling and psychosocial evaluation and is now being brought to the operating room for laparoscopic sleeve gastrectomy for weight loss. Prior egd demonstrated a hiatal hernia. Findings: there was a moderately sized paraesophageal hiatal hernia. There was a normal appearing stomach. Estimated blood loss: 5 milliliters. Specimens removed: subtotal gastrectomy. Procedure performed: ¿consent for the procedure was obtained form the patient and placed in the chart. The risks and benefits were explained including the possible risks of bleeding, infection, bowel injury, staple line leak or bleeding and need for open surgery. The patient was willing to proceed. The patient was brought to the operating room and placed on the table in the supine position. After administration of general anesthesia with endotracheal intubation by the anesthesia team the patient¿s abdomen was prepped with chloraprep and draped in a sterile fashion. 0.25% marcaine was infiltrated into the skin in the left subcostal area. A small incision was made. An insufflation needle was inserted in the left upper quadrant and verification of entry into the peritoneal cavity was done with air aspiration. The abdomen was insufflated with co2 to a pressure of 15 millimeters of mercury. A 5-millimeter xl trocar was inserted into the abdominal cavity in the right upper quadrant under direct vision with the 5-millimeter 30-degree laparoscope. The underlying viscera was inspected for any injury and none was noted. Two 5-millimeter trocars were inserted in the left abdomen and a 15-millimeter trocar was inserted in the left epigastrium, all under local anesthesia and direct vision. The abdominal cavity was inspected. No abnormalities were noted. The nathanson liver retractor was placed in the subxyphoid area and the left lobe of the liver was retracted. A hiatal hernia was noted. The pars flaccida was opened and dissection was carried out proximally to expose the right crus. The hiatal hernia was reduced and the hernia sac was dissected free from the mediastinum. Once the hernia was reduced, crural repair was performed with 2-0 ethibond sutures. Once adequate repair was noted, attention was paid to the stomach. The harmonic scalpel was then used to ligate the short gastric vessels on the distal greater curvature and the lesser sac was entered. Ligation was carried out distally to 6-8 cm from the pylorus. At this time, a 40 french blunt tip bougie was then advanced into the stomach under direct vision by the anesthesia team. This was guided along the lesser curvature of the stomach. The stomach was then ligated along the bougie with a powered echelon stapler using green and gold loads and seam guard from distally to proximally. The short gastric vessels were then ligated along the greater curvature with the harmonic scalpel, proceeding from distal to proximal. The spleen was noted to be intact. Because of the size of the hiatal hernia, an absorbable bio-a mesh was placed over the hiatal repair and sutured to the crura with 2-0 ethibond sutures at this time. The excised stomach was then removed from the abdominal cavity through the 15-millimeter trocar site. The upper abdomen was then filled with saline and the staple line was submerged. I then performed upper endoscopy with air insufflation to ensure that no air leak was noted. There was no air leak noted. The distal stomach did not have any active bleeding. The pylorus was visualized. The scope was then withdrawn and removed from the patient¿s mouth. As much saline and as possible was suctioned from the upper abdomen. The stomach staple line was inspected for any bleeding and hemostasis was achieved with snow absorbable hemostat. The 15mm trocar site was then closed in a figure -of-eight fashion with 0 vicryl suture using a suture passer. The nathanson liver retractor was removed. Exparel 20 ml was infiltrated into the 15mm fascial incision and at the liver retractor incision. The trocars were then removed under direct vision and the abdomen was allowed to deflate. All skin incisions were closed with 4-0 monocryl subcuticular sutures. The incisions were washed and dried and dermabond was placed. The patient tolerated the procedure well, was extubated in the operating room and went to the recovery room in stable condition.¿ sponge needle and instrument counts: correct at the end of the procedure. Complications: none apparent at the time of surgery. Postoperative status: stable. (B)(6) 2017: (B)(6) hospitals. Implant sticker. Gore® bio-a® tissue reinforcement. Ref: hh0710. Sn: (B)(6). Expiration: 2020-01-31. The records confirm a gore® bio-a® tissue reinforcement (hh0710/15995145) was implanted during the procedure. Relevant medical information: (B)(6) 2017: [facility ni]. (B)(6), do. Discharge summary. Hospital course: underwent sleeve gastrectomy/hiatal hernia repair on (B)(6) 2017. Admitted to med-surg postoperatively in stable condition. Started on stage 2 bariatric full liquid diet on postop day #1. Tolerated without difficulty. No vomiting. Pain well controlled on lortab elixir. Ambulated without difficulty. Discharged home, continue stage 2 diet x2 weeks. No lifting 10 lbs x 2 weeks. Follow up in davita medical group bariatric clinic in 2 weeks. (B)(6) 2017: (B)(6) medical group. (B)(6), do. History and physical. Presents for postoperative examination. 5 months status post laparoscopic vertical sleeve gastrectomy surgery. Recent upper gastrointestinal endoscopy revealed esophageal reflux and hiatal hernia. Reports vomiting after either taking a bite of food or drinking water. Current weight is 200 from 255. Bmi 37.79. Exam: abdomen: obese, soft, nondistended. Mild epigastric tenderness. No guarding or rebound. Impression/plan: hiatal hernia, esophagitis, status post laparoscopic sleeve gastrectomy, fatigue, vomiting. Ondansetron, promethazine every 6 hours as needed. Will need IV infusions for hydration due to recurrent vomiting. Will schedule repair of her hiatal hernia which will hopefully relieve her symptoms. Dexamethasone intramuscular today for vomiting. (B)(6) 2017: (B)(6) hospital. [Signature illegible]. Preop assessment. History of irritable bowel syndrome. (B)(6) 2017: (B)(6) hospital. (B)(6), rd. Dietitian assessment note. Weight 194.7 lbs, bmi 35.6. (B)(6) 2017: (B)(6) hospital. (B)(6), crna. Anesthesia evaluation. Asa 3. Implant procedure #2: robotic-assisted laparoscopic paraesophageal hiatal hernia repair with bio-a mesh. Implant: gore® bio-a® tissue reinforcement [hh0710/16101152, 10cm x 7cm]. Implant date: (B)(6) 2017; hospitalization (B)(6) 2017. (B)(6) 2017: (B)(6) hospital. (B)(6), do. Operative report. Preoperative diagnosis: recurrent paraesophageal hiatal hernia s/p sleeve gastrectomy. Postoperative diagnosis: recurrent paraesophageal hiatal hernia s/p sleeve gastrectomy. Surgeon: (B)(6), do. Assistant: (B)(6), pa-c. Anesthesia: general with endotracheal intubation. Indications: the patient is a 37-year-old female s/p sleeve gastrectomy with hhr in (B)(6) 2017 who now presents with a complaint of intractable heartburn and regurgitation. Upper endoscopy demonstrated a recurrent hiatal hernia and gerd. The patient was therefore brought to the operating room for repair of this recurrent hernia. Findings: moderately large-sized hiatal hernia with dense adhesions from prior surgery. Specimens: none. Estimated blood loss: five milliliters. Procedure: ¿consent for the procedure was obtained from the patient and placed in the chart. This risks and benefits were explained including the possible risks of bleeding, infection, bowel injury and need for open surgery. The patient was willing to proceed. The patient was brought to the operating room and placed on the table in supine position. After administration of general anesthesia with endotracheal intubation by the anesthesia team, the patient's abdomen was prepped with chloraprep and draped in a sterile fashion. After appropriate time-out procedure was performed, a small nick in the skin was made with a #11 blade in the left upper quadrant. A veress needle was inserted into the peritoneal cavity. This was confirmed with air aspiration. The abdomen was insufflated with c02 to a pressure of 15 millimeters of mercury. A 5-millimeter xcel trocar was inserted into the abdominal cavity under direct vision with a 5 millimeter 30- degree laparoscope in the right upper quadrant. The underlying viscera was inspected for any injury and none was noted. Three 8-millimeter robotic trocars were inserted in the supraumbilical and left abdomen, and the 5mm xcel trocar was replaced with a 12mm robotic trocar all under local anesthesia and direct vision. The patient was placed in the reverse trendelenburg position. A nathanson retractor was placed in the subxiphoid region and the left lobe of the liver was elevated. The davinci robot was docked into place and graspers were inserted under direct vision. Graspers were used to gently retract the stomach inferiorly. The hiatal hernia was easily identified. Adhesions at the crura were lysed with monopolar scissors and the vessel sealer device. The pars flaccida was ligated and dissection proceeded proximally to the right crus. The hernia sac was excised from the edges of the diaphragmatic defect. The stomach was then freed from the left crus. A penrose drain was then placed around the esophagus for retraction. The esophagus was carefully dissected free posteriorly as well from the posterior aspect of the diaphragmatic crura, and the mediastinal adhesions were carefully freed to allow the esophagus and ge junction to come easily into the abdomen. Once both crura were easily identified and the hernia sac was excised, the hiatal hernia repair was performed posteriorly with 2-0 ethibond sutures. Once adequate hernia repair was performed, a bio-a mesh was placed into the abdominal cavity. This was placed posteriorly over the hiatal hernia repair. This was sutured to the diaphragm with 2-0 ethibond sutures. The mesh was in good position covering the repair adequately. The penrose drain was removed from around the esophagus. The remainder of the abdominal cavity was within normal limits with no other evidence of visceral injury. The 12mm trocar site was closed at the fascial level with an [sic] 0 vicryl suture using a fascial closure device. All of the trocars were then removed under direct vision. All skin incisions were closed with 4-0 monocryl subcuticular sutures. The incisions were washed and dried, and then dermabond was placed. The patient tolerated the procedure well, was extubated in the operating room, and went to the recovery room in stable condition. All sponge and needle counts were correct at the end of the procedure.¿ complications: none apparent at time of surgery. Postoperative status: stable. (B)(6) 2017: (B)(6) medical center. Implant record. Inventory item: mesh surgical gore bio-a synthetic l10 cm x w7 cm tissue reinforcement hiatal hernia repair. Serial number: (B)(6). Model/cat number: hh0710. Manufacturer: w.l. Gore and associates inc. The records confirm a gore® bio-a® tissue reinforcement (hh0710/16101152) was implanted during the procedure. Relevant medical information: (B)(6) 2017: (B)(6) medical center. Photographs. [Pictures taken during procedure]. (B)(6) 2017: (B)(6) medical center. (B)(6), do. Discharge summary. Discharge diagnosis: recurrent hiatal hernia status post lap para esophageal hiatal hernia repair with mesh. Hospital course: patient underwent robot-assisted lap para esophageal hiatal hernia repair with mesh on (B)(6) 2017. Admitted to medsurg floor in stable condition. Patient started on stage ii bariatric full liquid diet on postoperative day #1, tolerated without nausea or vomiting. Ambulated without difficulty. The patient did have issues with pain control on postop day 0 which was finally controlled with IV dilaudid and ativan. Exam: abdomen obese, soft, nondistended. Incisions healing well, appropriately tender. Follow up 2 weeks. No lifting greater than 10 lbs x 4 weeks. (B)(6) 2018: [facility ni]. (B)(6), md. Radiology CT abdomen/pelvis with contrast. History: patient complaining of bilateral upper quadrant abdominal pain. Elevate lipase. Medical history notable for gastric and hernia surgery and months ago. Impression: uncomplicated acute interstitial pancreatitis. Mild reactive duodenitis. Trace amount of pericholecystic fluid and minimal gallbladder wall hyperemia and mild extrahepatic biliary ductal dilation, with cholelithiasis better characterized on concurrent ultrasound. This constellation of findings may be reactive secondary to acute pancreatitis rather than reflect acute cholecystitis, with the additional finding that the gallbladder does not appear distended. If there is concern for acute cholecystitis a nuclear medicine hepatobiliary scan could be performed. 1.6 cm right adnexal dermoid ultrasound guidelines, if this lesion is not surgically removed, recommend yearly follow-up with pelvic ultrasound. (B)(6) 2018: (B)(6) medical center. (B)(6), md. History and physical. Complained of abdominal pain after surgeries but the source could not be found. Pain spontaneously got better. Has been on liquid diet for about 6 months and has recent been advancing her diet. Yesterday started having same epigastric pain radiating to both upper quadrants. Also had nausea and vomiting. Reportedly felt hot/cold and sweaty. Persistent of symptoms prompted emergency department consult, noted to have elevated lipase and peripancreatic swelling consistent with pancreatitis. Social tobacco and alcohol use. Exam: abdomen: soft, mild tenderness on epigastrium and lesser on both upper quadrants, no rebound or guarding, no organomegaly noted. Impression/plan: fibromyalgia and history of gastric sleeve and hiatal hernia surgery last year. Admitted for pancreatitis but also has obstructive transaminitis. Abdominal pain. Will need right upper quadrant ultrasound and magnetic resonance cholangiopancreatography. May need endoscopic retrograde cholangiopancreatography. Give IV fluids. Nothing by mouth except ice chips and sips of water. Analgesia, lortab and fentanyl prn. (B)(6) 2018: (B)(6) medical center. (B)(6), md. Consultation. History of epigastric/left upper quadrant abdominal pain. Nausea, vomiting multiple episodes. Patient admitted to hospital and worked up, found to have gallstone pancreatitis with lipase 30k. Exam: abdomen: soft, nondistended, tender in epigastric and left upper quadrant, no rebound, no guarding. Impression/plan: gallstone pancreatitis with improving labs and clinically improving. CT showed inflammation of pancreas and some duodenitis. Possible surgery early next week. Pain control with IV pain meds. (B)(6) 2018: [facility ni]. (B)(6), md. Anesthesia note. Drug use: marijuana. Weight 81.2 kg, bmi 32.53. Asa 2. (B)(6) 2018: [facility ni]. (B)(6), do. Operative report. Preoperative diagnosis: gallstone pancreatitis. Postoperative diagnosis: gallstone pancreatitis. Laparoscopic cholecystectomy with intraoperative cholangiogram. Complications: none apparent at time of surgery. (B)(6) 2018: [facility ni]. (B)(6), do. Discharge summary. Presents with acute abdominal pain. Found to be gallstone pancreatitis passed stone, cholecystectomy performed (B)(6) 2018. Stable and home, follow up with surgical team. Explant procedure: [ni]. Explant date: [ni]. The gore® bio-a® tissue reinforcement instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. It should be noted that the gore® bio-a® tissue reinforcement instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."